Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. One video received. This is an analysis for a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue and bleeding was noted on it. However no malformed staples could be observed. Based on the video review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # u5en8l. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired. Additionally, 3 gst45w reloads (b, c & d), the reloads were received fully fired, another two gst45b reloads (e & f) were received, these reload were received unfired. The device was tested for functionality in the straight position with returned reloads (e & f) and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to be nicked. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No was a leak test performed? If so, what type and what was the result? Methylene blue negative was the staple line visualized endoscopically during the initial surgical procedure? No how was the leak identified? Scanner what was observed at the site of the leak upon reoperation? Inflammation were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Post operation the dr tells us the leak is in the staple line, but the surgeon cant not attribute only to the staple formation due to previous patient condition (have a open bypass with a lot of adhesions how was the leak addressed? Put endoprotesis and drains what is the current patient status? Stable additional information received: after firing, several staples were noticed to stay open-two sometimes three in the staple line. Bleeding is not much of a concern for him as it is for his peers. All of the patients did well post-op- no issues. He stated that he has been using j&j products since 2008 and asked if there have been any engineering changes recently. It seems there is more bleeding and staple issues recently. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a reoperation of patient last monday due to leakage of the pouch staple line. First procedure date: (B)(6) 2021.